Event description:
The manufacturer was contacted in reference to death of a patient. There is no allegation of product malfunction. No other medical information was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center as no longer needed. Evaluation results determined there were no errors or faults found. The device is currently awaiting confirmation for return to loan or to be scrapped. If additional information is received, a supplemental report will be filed. In the previous file the report was submitted for an initial which is updated to the final in this report. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report.